Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 85 mg/dl. Customer stated that she was changing her infusion set and she was attempting to prime her set. Customer also received a motor position encoder error alarm. Customer stated that it occurred during manual prime. Customer was advised to disconnect from the pump. Customer does not use the sensor feature on the pump. Customer stated that they are unable to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to remove the pump battery to prevent continued alarms. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip and minor scratches on display window noted during visual inspection. The insulin pump passed prime, displacement, rewind and basic occlusion test. The insulin pump received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during testing. The insulin pump was unable to confirm alarm in alarm history due to alarms noted in alarm history. The insulin pump alarmed due to corrupted history files.